Event description:
During a mitral valve repair procedure on march 20th, while the pt was on cardiopulmonary bypass, the distal tip of the cannula detached at the level of the aorta. Thid occurred at the end of the procedure, therefore the surgeon retrieved the detached piece and the operation was completed. There was no injury or further intervention required by the pt.